Event description:
A 26 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt's aortic neck was heavily calcified and the iliac arteries were non-tortuous. It was also reported that as post dilatation of the aortic neck was being performed with a 12 x 4 balloon from another manufacturer there was a retro-peritoneal bleed and a type 1 endoleak. An aneurx aortic cuff and another manufacturer's stent were placed in the location of the bleeding; however, the endoleak persisted. The pt's family refused continued treatment by open surgical repair; therefore, the procedure was terminated and the pt was closed. The pt was then sent to the recovery room in stable condition. Five days after the procedure medtronic was notified that the pt expired. No additional information was reported.